Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented at the hospital. It was noted that the atrial lead had eroded out of the pocket. The lead was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
A partial lead, the connector portion was returned in one piece. Analysis was normal. No anomalies were found.